Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with high impedance >10,000 ohms, and was referred for surgery. Patient underwent full revision surgery. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The explanted generator and lead were received but product analysis is still underway.

Event description:
Additional information received noting that there was no recent trauma or manipulation that the nurse was aware of and x-rays were taken but has not been reviewed by the manufacturer to date. There was no visible damage observed on the lead and the surgeon first tried reinserting the lead pin before moving forward with the full revision.

Event description:
Product analysis was completed on the returned generator and lead. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Note that since a section of the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis of the 4th portion, the pin coil was found to be broken. The broken ends were dark and pitted. The fracture mechanism could not be ascertained due to the condition of the coil ends. Continuity checks and visual inspection of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified openings and cut ends. Other than the identified coil discontinuity, and the abraded openings on outer tubing, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure.